Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, it was impossible to screw in the lead, and a setscrew issue was noted. After several attempts the screw was stuck on the setscrew mechanism. The ipg was removed and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.